Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have no failure. Log review showed error 23007 pointing to axis 8. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a patient side cart fixture test platform (pftp) where it passed. Error 23007 was confirmed, but not replicated. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, universal surgical manipulator (usm) 4 was deactivated during procedure by the customer. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and found error 23007, pointing to axis 8 on the usm. The procedure was completed as planned with no reported injury. Isi made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.